Event description:
Per the clinic, the patient ¿rejected his implant¿. The surgeon indicated unsuccessful removal of the stylet at time of initial surgery. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. Reprogramming of the device did not alleviate the issues. Explant and reimplantation is planned, but had not taken place at the time of this report.